Manufacturer narrative:
Customer contact reports no patient information available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system. Review of the logs confirmed the reported issue. The vent engine was replaced to resolve the reported issue.

Event description:
The hospital reported an over delivery of pressure to the patient circuit. There was no report of patient injury.